Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 5 mcg/ml prialt at 2.48 mcg/day via an implantable pump for spinal pain. It was reported that at a pump refill on (B)(6) 2016, the hcp got back 2 ml as expected, but the fluid came out brown tinged. It was stated that there was a "little bit of a seroma" present. The color was attributed to the presence of old blood. It was further stated that the fluid was clear at implant and the patient was doing great and getting good symptom relief. It was noted that the hcp was questioning whether the cause was something else. The hcp filled the pump and would be bringing the patient back in a week, on either monday or tuesday, to access the pump to ensure the fluid was clear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.